Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. No anomalies were noted when the returned brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The dilator tubing was cut lengthwise; there was no evidence of skiving noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient thrombosis remains unknown.

Event description:
Related manufacturing ref: 3008452825-2023-00031. During a right and left atrial procedure in a patient with a congenital heart defect and junctional ectopic tachycardia, cryo ablation was performed in both the left and right atrium with a medtronic freezer. After the procedure was finished, an unknown particle was noted in the left atrium in the ultrasound imaging. The particle could be a thrombus but could not be confirmed during procedure. It was also thought to be a particle from an inserted product. In prior ultrasound imaging before the procedure the particle was clearly not visible in the patient's left atrium. The physician inspected the agilis and brk after extraction and did not notice any defect. The procedure was finished as planned and the patient was stable and sent to the ICU for further observation. The particle not retrieved, as it was hoped it was a thrombus that could be heparinized. Following procedure, the patient was anticoagulated, and the particle was not visible the next day, thus the physician says it was a thrombus. The patient is stable and was dismissed from the hospital.